Event description:
Customer reported, they felt the output of the vaporizer was not accurate. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and service processes in (B) (6) 1997.